Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy. The customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.